Event description:
The user reported that the middle port on the manifold was laking air at the handle. The physician noticed the air just before setting up to inject into the left ventricle. The user reported four defective devices. No harm or injury was reported. This is one of four reports for this complaint: 1721504-2012-00034, 00035, 00036, 00037 - this report.

Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. A follow-up report will be submitted when the evaluation has been completed.